Manufacturer narrative:
(B) (4): yoke. Eval summary - the analysis results found that the (B) (4) device was received with the clamping mechanism damaged and with a fully loaded with staples reload. No functional test was performed due to the condition of the device. However, the reload was tested for functionality with a test instrument and it fired, cut and formed all the staples as intended. The device was disassembled to verify the condition of the internal components and the yoke teeth were found damaged. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger, when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specs; in addition, a sample of the batch is inspected at (B) (4). The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a thoracoscopy wedge resection procedure that the patient's lung was very thick and would not compress. The surgeon used 3 different instruments before he could get the lung to hold together and not leak. They understood, the difficulty with the tissue, but they still wanted the staplers tested. Case completed with another device of the same product code.